Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the customer was priming a hls set to use on a patient and couldn't get the venous pressure to zero. The customer went through priming steps and troubleshooting the pressure sensor cable and were unable to resolve the issue. Initially when the customer tried to zero the venous pressure, it was yellow dashes on the screen with nothing to zero. Then it would randomly read erroneous numbers. Customer went ahead with cannulating the patient once patient was on support, the customer reported that the numbers seemed "good¿, and customer reported that they were transporting the patient to another medical center and would transition the hls set to the other center's cardiohelp unit when they accepted care of the patient. On 2024-04-21 the customer reported that the patient was successfully transferred to nebraska medical center where patient is doing well, and they are not having issues with the circuit. On 2024-05-23, it was confirmed that no damage or contamination was reported on the hls cable of the cardiohelp by the customer. Additionally, it was also stated that initially the venous pressure was erroneous but then seemed to correct to a more normal reading during treatment. The hls set was used although incorrect values were displayed during setup, priming, and the beginning of the treatment. The hls set was not available for return. The failure occurred during priming. No harm to any person has been reported. The affected product is not available for technical investigation as the hls set was not available for return as confirmed by the customer. However, according to the risk assessment of the hls set, the following root cause can lead to the reported failures of venous pressure could not zero/no values, and the failure of wrong readings: - the user didn´t perceive or recognize how to plug the integrated sensor cable to the hls module or was not able to connect the integrated sensor cable to the hls module. - no / wrong pressure measurement due to malfunction of the pressure sensor / connector damage of the electrical sensors due to condensed water on the flexible circuit board. The exact root cause remains unknown. According to the instruction for use ( hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 preparation and installation ¿carry out the calibration for each pressure parameter of the integrated sensors. To do this, the system must be free of liquids. For this reason, carry out the calibration before priming the set.¿ the production records of the affected product were reviewed on 2024-05-28. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the provided pictures, and the results, the reported failure "venous pressure could not zero/no values, and wrong readings" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the customer was priming a hls set to use on a patient and couldn't get the venous pressure to zero. The customer went through priming steps and troubleshooting the pressure sensor cable and were unable to resolve the issue. Customer went ahead with cannulating the patient once patient was on support, the customer reported that the numbers seemed "good¿, and customer reported that they were transporting the patient to another medical center and would transition to the other center's cardiohelp unit when they accepted care of the patient. Initially when customer tried to zero the venous pressure, it was yellow dashes on the screen with nothing to zero. Then it would randomly read erroneous numbers. On (B)(6) 2024 the customer reported that the patient was successfully transferred to nebraska medical center where patient is doing well, and they are not having issues with the circuit. No harm to any person has been reported. Complaint ID: (B)(4).